Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer reported that they had moisture exposure as was in the pool water. Customer did notice an image on the pump with an arrow pointing to a book. The customer stated that the pump was off already. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.